Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419488 implantable pacing lead, implanted (B)(6) 2008; product ID: 507645 implantable pacing lead, implanted: (B)(6) 2008. Product ID: 694758 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that far field r-wave (ffrw) oversensing was exhibited on the device's electrograms (egm), which subsequently added to the atrial tachycardia (at) counters. Reprogramming to avoid ffrw oversensing was discussed. The device remains in use. No patient complications have been reported as a result of this event.